Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the scope noted the glue on the bending section to be white in color with cracks along the edges. It was noted that a portion of glue from the bending section was missing which most likely due to chemical damage. Additionally, a microscopic inspection was performed on the distal end of the scope and found the light guide lens chipped and missing glue. Further inspection found a long crack on the distal end cover. The scope passed the leak test. A boroscope was used to inspect the biopsy channel and suction channel with no abnormalities noted. There were no signs of black foreign material in the channel. The exact source of the black material could not be determine as there were no signs of black foreign material observed in the channel of the scope during evaluation. As part a prior investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The user facility has not finalized a date for this visit.

Event description:
Olympus was informed that a black foreign material fell out the scope into the patient during a colonoscopy procedure. It is unknown whether the black foreign material was retrieved. The intended procedure was completed with the same device. There was no patient injury reported. The patient is currently being monitored by infection control and has received no treatment. Additionally, it was reported that prior to the procedure the scope had been reprocessed using an aer.